Event description:
This is filed to report a single leaflet device attachment with recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4, with posterior leaflet prolapse and an enlarged left atrium. Two mitraclips were implanted, reducing the mr to grade 2. On (B)(6) 2022, the discharge echocardiogram was performed. One of the two mitraclips had detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda) and recurrent mr grade 2-3 was observed. No treatment has been provided. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mr appears to be due to the slda. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.